Manufacturer narrative:
This is one event (death) for the same pt involving three separate products; associated MDR #1225714-2014-04788 and 2937457-2014-01057.

Event description:
The plaintiff's attorney that the decedent experienced a cardiovascular event on or about (B)(6), 2013 and subsequently expired after the use of the product.